Manufacturer narrative:
According to the technician's statement, during on-site visit the issue was not reproduced. Issue was found on hospital's side. There was leakage from wall o2 supply and blender connected to it. The device passed pre-use check and was return to clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volumes % or concentration is below 18 volumes % which is independent of settings. The reported issue was related with gas delivery error, as wrong gas concentration was delivered from the system and the gas concentration was measured correctly. Provided device's logs were incomplete and did not cover date of event. The cause of the claimed issues in this customer product complaint has been determined. Problem is traced to be caused by another device. There was no malfunction of the ventilator itself.

Event description:
It was reported that the ventilator had an issue with o2 concentration and o2 supply pressure being too low. There was no patient harm. Manufacturer's ref. #: (B)(4).